Event description:
It was reported that as lvp 20d 3ss cv bv had flow issues and air in the ball valve. The following information was provided by the initial reporter: it was reported that they had an event with the air passing the ball valve.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20116057. H.4. Device manufacture date: 11/9/2020. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they are having instances of failure to/difficult to prime could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116057 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20116057 regarding item #11522558.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv bv had flow issues and air in the ball valve. The following information was provided by the initial reporter: it was reported that they had an event with the air passing the ball valve.